Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose was in 400-500 mg/dl range. Reportedly, customer continued using pump for insulin therapy.